Event description:
The nurse called in customer's behalf because they were hospitalized for high blood glucose levels. The customer's blood glucose level was 329 mg/dl. The nurse was calling for help to disconnect the customer's insulin pump. Troubleshooting will be done once customer is able to call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.